Manufacturer narrative:
Patient information: all 10 ids are female: ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6). The initial report was submitted under manufacturer report number 3005094123-2019-00008 ((B)(4) as manufacturing site) with suspect medical device of architect total bhcg, list 7k78. After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 ((B)(4) as manufacturing site), which is this report. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect total bhcg on 10 patient samples processed on the architect i2000sr. ID (B)(6) generated positive architect total bhcg 10,461.11 miu/ml but repeated negative <1.2 miu/ml with two new samples. ID (B)(6) generated positive architect total bhcg 352.54 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect total bhcg 181.33 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect total bhcg 122.78 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect total bhcg 127.64 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect total bhcg 53.47 miu/ml but repeated negative. ID (B)(6) generated positive architect total bhcg 81.79 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect total bhcg 314.50 miu/ml but repeated negative. ID (B)(6) generated positive architect total bhcg 1262.63 miu/ml but repeated negative. ID (B)(6) generated positive architect total bhcg 740.18 miu/ml but repeated negative. No impact to patient management was reported. Race and ethnicity was not provided.

Manufacturer narrative:
The abbott field service engineer (fse) replaced and adjusted multiple service parts and decontaminated the analyzer during onsite servicing; however, additional occurrences of false positive total b-hcg results continued to occur. The fse system log review of each occurrence found no abnormalities. Further onsite investigation of the issue was performed. Although a specific cause for the discrepant results was not identified, there were several observations considered to be potential contributors to the discrepant results. The observations include misalignments at the pipettor wash cup and pipettor alignment at rv dispense points; and possible voltage anomalies on the incoming a/c power could not be ruled out as the analyzer power cord was found to be three times the specification length. Furthermore, a red top serum clot activator tube (without gel separator) in use by the customer may also be a contributing factor as all documented occurrences of discrepant results were obtained with the red top tubes. Additionally, these tubes are incubated during clot formation. There have been no documented false positive architect total b-hcg results obtained with the customer other tube type in use, yellow top tubes with gel separator. A review of the service history did not identify contributing factors to the current complaint. Service is planned to de-installation architect (B)(4). A specific cause for the discrepant results could not be identified; therefore, the i2000sr analyzer was considered the likely cause for this issue. The architect systems operations manual addresses operational precautions and limitations. The operations manual also addresses sample results observed problems for I systems elevated concentrations and erratic results, including, but not limited to, the troubleshooting performed by the service representative. The architect total b-hcg package insert provides information for sample handling, performance characteristics, and expected values. A review of the i2000sr tracking and trending data in the architect monthly product monitoring revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. No product deficiency was identified.

Manufacturer narrative:
Patient information: ID (B)(6) is 55 years old female. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
Additional information provided: patient ID: (B)(6) generated positive architect bhcg 97.73 miu/ml but repeated negative <1.2 miu/ml on a 55 year old female. No impact to patient management was reported. Race and ethnicity was not provided.